Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of in specification in relation to the customer reported keypad not working which was reproduced when the 7, 8 and 9 keys did not work. The reported condition was verified. Evaluation found the cause to be a failed keypad, which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad did not work, specifically a few unspecified keys were not functioning during an unspecified process step. There was no patient involvement. No additional information is available.